Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide states: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to extreme heat. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) level of 270 mg/dl. Insulin was administered via a manual injection by a healthcare provider to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.